Event description:
The patient had 2 leads (from the same lot) implanted. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to provide resolution. Surgical intervention was undertaken and the patient's system was explanted.